Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal and scratched lcd lens. No applicable evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The most probable cause was determined to be a faulty pwa board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the customer had a cadd pump that was giving an error screen "code error 41786" when used with batteries. Customer was able to clear the error message and the pump worked when connected with an ac adapter, but the error message will come up and persist when batteries are put in. Customer tried using new batteries, but the problem still persists. Patient involvement is unknown.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.